Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg) the patient experienced hypotension. An transthoracic echocardiogram was performed and an effusion was noted. A percutaneous drain was inserted to drain the blood and then a decision was made to open the chest to drain the effusion. A perforation was then noted on the anterior right ventricle. A significant amount of pericardial clot was also evacuated. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 28-jul-2023 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation : no, dev rtn to MFR? No, device mfg date: 01-feb-2022, labeled for single use : yes. If information is provided in the future, a supplemental report will be issued.